Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. On (B)(6) 2020, the cgm values had been 75-85 mg/dl. The patient had a poor appetite, upset stomach, frequent and increasingly loose bowel movements and general flu-like symptoms. His cgm values remained normal so he thought he had covid-19. That night he developed frequent urination. He woke up on (B)(6) 2020 still not feeling well and his cgm was reading 100-150 mg/dl, mostly in the 120s. He had massive chest pains from his left shoulder to his right shoulder and was still worried that he had covid-19 so he went to the hospital. They did multiple cardiac tests including two troponin levels 2 hours apart. All the cardiac test results were normal. A bg test was done, and the result was 745 mg/dl. Based on how he was feeling he thinks it may have been elevated the day before as well but does not know. He stated that he is a brittle diabetic, is hypo-unaware, generally relies on the cgm readings, and did not check a fingerstick bg either day prior to going to the hospital. The hospital had him use his omnipod insulin pump to dose for the high glucose level and did not give him any additional medication. Following that, he was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.